Manufacturer narrative:
The customer report that the tubing set cracked at the male luer spin collar was confirmed. Visual inspection confirmed that the male luer¿s spin collar had cracks in the direction of the fluid flow, no other damage noted. The set sample was received with alcohol caps attached which may be a likely contributor of the reported damage. Although damage was observed, the set's male luer was attempted to be mated to a lab mating component. It was observed that the male luer spin collar was not able to be securely engaged onto the lab mating component. The root cause of the observed damage was unable to be identified.

Event description:
It was reported that the tubing set cracked at the male luer spin collar during a regular insulin 100 units/0.9% sodium chloride 100ml (1unit/1ml) infusion programmed to infuse at a rate of 4 units/hour on an adult patient in the ICU. The customer further stated that it is unknown if the cracked male luer caused a leak. The customer later stated that there was a delay in insulin medication delivery, however; there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however the customer stated the patient was an adult.

Event description:
It was reported that the tubing set cracked at the male luer spin collar during a regular insulin 100 units /0.9% sodium chloride 100 ml (1 unit/1 ml) infusion programmed to infuse at a rate of 4 units/hour on an adult patient in the ICU. The customer further stated that it is unknown if the cracked male luer caused a leak. The customer later stated that there were no adverse effects caused to the patient.